Event description:
The brackets allegedly broke and the consumer fell face first on the floor. No serious injury is alleged.

Manufacturer narrative:
The compliance administrator alleges the consumer fell face first, was bruised but had "no significant injuries." Allegedly, the brackets broke on the knee walker. Maintenance history is unknown. Product has not been returned for an evaluation, so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.